Event description:
Information was received indicating that while using this ambulatory infusion pump, the cartridge cover cap came apart and was unable to be fixed. The patient switched to their back up pump. No adverse patient effects were reported.